Manufacturer narrative:
(B)(4). All available information indicates that the right ventricular (rv) lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited high shocking lead impedance measurement greater than 125 ohms. Additional information was received that the cause of the observation was not determined and the patient will be monitored. The system remains in service. No adverse patient effects were reported.